Manufacturer narrative:
Preliminary analysis revealed that the reported event are most probably due to a lead issue.

Event description:
Reportedly, several noise episodes were observed in the right ventricular channel, which led to 5 inappropriate shocks. The first noise episode on (B)(6) 2017 seems to correspond to a decrease of the r-wave and to some irregular lead impedance measurements. A re-intervention occurred on (B)(6) 2018, the defibrillator and the right ventricular lead were reportedly explanted.

Event description:
Reportedly, several noise episodes were observed in the right ventricular channel, which led to 5 inappropriate shocks. The first noise episode on (B)(6) 2017 seems to correspond to a decrease of the r-wave and to some irregular lead impedance measurements. A re-intervention occurred on (B)(6) 2018, the defibrillator and the right ventricular lead were reportedly explanted.

Manufacturer narrative:
Health professional? Corrected. (B)(4).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several noise episodes were observed in the right ventricular channel, which led to 5 inappropriate shocks. The first noise episode on (B)(6) 2017 seems to correspond to a decrease of the r-wave and to some irregular lead impedance measurements. A re-intervention occurred on (B)(6) 2018, the defibrillator and the right ventricular lead were reportedly explanted.